Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) stated that the customer had informed that the issue had been resolved, as the unit had become unplugged from the network. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stuck on disconnected mode and shown offline on remote smart service, indicated a network connectivity issue. As a result, the system was not sending low-stock items to the pick queue, nor was it sending items pulled to patient profiles for billing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.